Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware that the patient fell off the citadel plus bed frame. According to the nurse, the side rails were broken. No injuries were reported. The bed was inspected by an arjo service technician, no device malfunction was found, side rail operated as intended.